Event description:
It was reported that during the procedure a .014 ht winn 80 guide wire and non-abbott 3x120 support catheter were advanced against resistance in the mildly tortuous, heavily calcified, posterior tibial artery. The physician managed to ultimately cross the lesion using force and torquing the guide wire. The same guide wire was then used in the anterior tibial artery. As the guide wire was advanced through the proximal segment of the anterior tibial artery, the physician noted some resistance due to the heavy calcification. The physician withdrew the guide wire from the anatomy and noticed that approximately 1-2 cm of the guide wire hydrophilic coating on the distal end was peeling. Approximately 5 cm from the tip of the guide wire had curled up. The physician attempted to straighten the guide wire and more peeling of the guide wire hydrophilic coating occurred. The guide wire was replaced with another unspecified device. There was no reported clinically significant delay in the procedure due to the device issue. The physician does not suspect that any of the hydrophilic coating remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque winn instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.